Manufacturer narrative:
The insulin pump was received with a constant motor error alarms during rewind due to corroded motor home switch noted. Unable to perform displacement, rewind, basic occlusion, prime/a33, occlusion and excessive no delivery tests due to constant motor error alarms. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was changing his set when he received a motor error alarm on the insulin pump. Customer's blood glucose was 222 mg/dl. Customer receives a motor error alarm after he presses rewind. Customer stated that the drive support cap appears normal. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.